Manufacturer narrative:
Date of the event: (B)(6) 2020 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) depleted much faster than expected and had to be replaced because something was wrong with the battery in the ins. No patient symptoms reported.